Event description:
A facility reported a hakim valve (ID: 823115) was leaking: "an 11-year-old boy with lumbosacral mmc, treated with a vp shunt. In january of this year, excessive drainage was first noticed following a fall, accompanied by bilateral hygromas. Following a puncture (pressure: 1¿2 cm), we subsequently raised the valve to 140. A follow-up examination was then performed: pressure still barely measurable, now with pronounced subdural hematomas. Surgeon has therefore decided to replace the valve; surgeon have not yet identified any other causes for the apparent uncontrolled csf leakage. However, upon visual inspection, the valve appears intact to me."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.